Event description:
Customer reportedly rec'd the following results on the compact plus sys within 10 minutes: 210 mg/dl, 103 mg/dl, and 106 mg/dl. The customer did mention she ate an apple prior to testing so she may have had something sticky on her fingers when she got the first result of 210 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.